Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarsheath started leaking blood from the hemostatic valve. The dilator was wiped with saline prior to introduction. The sheath did not leak air and there was no air seen in the patient. The leak was a slow drip and no abnormalities were observed while inserting. The issue was resolved by replacing the sheath and the procedure was successfully completed with no patient complications. The product is expected to be returned.

Event description:
It was reported that during a procedure a polarsheath started leaking blood from the hemostatic valve. The dilator was wiped with saline prior to introduction. The sheath did not leak air and there was no air seen in the patient. The leak was a slow drip and no abnormalities were observed while inserting. The issue was resolved by replacing the sheath and the procedure was successfully completed with no patient complications. The product has been returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection there was an uncontrolled tear on the surface of the outer slit. Leakage test confirmed a failure in the standard manufacturing testing with a gross leak in the pressure decay test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.